Manufacturer narrative:
Received additional information stating that the patient was doing fine. (B)(4).

Event description:
Treatment of a small aneurysm measuring 8mm x 4.5mm located in the ophthalmic segment of the ica (internal carotid artery). The patient presented with headaches and migraines and some very mild right sided weakness. The patient was given dual antiplatelet therapy prior to the procedure. On (B)(6) 2014, the patient underwent pipeline (3mm x 14mm) embolization treatment. The pipeline successfully released from the capture coil; however, it was slightly compressed at the aneurysm neck. Dsa (digital subtraction angiography) revealed vasospasm and verapamil was administered. A few hours later, dyna CT head was performed and it demonstrated no evidence of hemorrhage and a possible hyperdense mca (middle cerebral artery) on the left. Angiogram showed incomplete filling of the left mca territory. The left internal carotid artery did not fill much past its point of origins. No filling of the left intracranial internal carotid artery. The pipeline was seen to have migrated from its position across the neck of the aneurysm, now being positioned in the distal ica/proximal m1 segment. A triaxial system was used and micro-angiogram demonstrated flow within the distal mca, but with multiple distal emboli and branch occlusion. Dsa demonstrated partial recanalization of the thrombus, now located within the stent. Aspirations was attempted twice, with minimal improvement of flow. Intra-arterial infusion of 8mg of integrilin given and it resulted in further improvement in flow. However, the angiogram showed the entire stent to have thrombus. Another dose of 8mg of integrilin given and an IV drip with the same was started. Angiogram showed stability of the situation but with clot burden within the ped. A scepter c balloon was used and inflated twice, resulting in noticeable improvement in the degree of anterograde flow through the stent and into the mca, and resolution of many of the previously noted branch occlusions. Neck angiogram showed patency of the ica and no stenosis, spasm or dissections.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)